Manufacturer narrative:
Batch review performed on 30 january 2020: lot 134132: (B)(4) items manufactured and released on 06-dec-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Two years after the primary the patient came in reporting pain due to lack of range of motion. The surgeon performed a meniscectomy and revised the medacta insert semiconstrained 12mm s3 with a medacta insert semiconstrained 10mm s3 almost 2 years after previous surgery. The surgery was completed successfully.